Manufacturer narrative:
(B)(4). The result of the (B)(6) 2014 peritoneal effluent culture was positive for staphylococcus epidermis (previously reported as gram positive coccus). The patient recovered from the (B)(6) 2014 event (reported as recovered from the (B)(6) 2014 recurrent peritonitis event). End stage renal disease (esrd) due to diabetic nephropathy. The (B)(6) 2014 peritonitis event was manifested by cloudy effluent. The cause of this event was reported to be due to colonization of the peritoneal catheter. On (B)(6) 2014, a peritoneal effluent culture was performed and the results were pending. It was reported that the patient was recovering from the (B)(6) 2014 peritonitis event. The patient began treatment with bactrim (500mg, 12/12 hours, oral) for an unreported indication. The patient was scheduled to have surgery for peritoneal catheter replacement. Vancomycin and bactrim treatment remained ongoing until the time of surgery. At the time of this report, the patient had clear effluent with no additional symptoms and was recovered from the most recent peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The patient was treated with vancomycin (intraperitoneally, 2g every five days, instead of the previously reported four days). Three weeks after the initial report, the patient ended the vancomycin treatment. Three days later, the remedial treatment with vancomycin (2g, every five days) and ceftazidime (1g, daily) was re-started. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). It was reported that the recurrent peritonitis was experienced on (B)(6) 2014. It was reported that the treatment of vancomycin and bactrim was discontinued on (B)(6) 2014. The patient had recovered the peritonitis event. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). It was reported that the ceftazidime therapy was withdrawn and the vancomycin therapy was ongoing. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that a patient (pt) had a break in aseptic technique during peritoneal dialysis (pd) therapy which caused peritonitis. The peritonitis was manifested by abdominal pain and cloudy effluent. The same day as onset, the pt began treatment with vancomycin (ip-intraperitoneally, 2g every 4 days), ceftazidime (ip, 1g per day) and fluconazole (oral, 50 mg per day). Five days later, initial treatment with ceftazidime and fluconazole was ended and vancomycin treatment was maintained. The pt was not hospitalized for the event. It was reported that the cause of peritonitis was likely related to an improper hand washing technique. On an unreported date, the pt was retrained on proper aseptic technique. At the time of this report, the pt was recovering from the peritonitis. At the time of this report, physioneal, nutrineal, and extraneal therapies were ongoing with doses maintained. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). On an unreported date, the patient experienced recurrent peritonitis. The cause of peritonitis was not reported. On the same day the peritoneal effluent culture and analysis were performed, the patient was treated with ip with vancomycin (2 grams every 4 days) and bactrim (500 mg, 12/12 hours and route not reported) for recurrent peritonitis. Vancomycin and bactrim therapies were ongoing. The patient¿s outcome was not reported.

Manufacturer narrative:
(B)(4). It was reported that ceftazidime treatment ended after five days and vancomycin treatment ended after 37 days. The patient recovered from the peritonitis. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). It was reported that the patient experience recurrent peritonitis. The patient was treated with ceftazidime ((ip) intraperitoneally, 1 gram, daily) and vancomycin (ip, 2 grams, every 4 days). At the time of the report, it was reported that the patient had recovered from the event. Should additional relevant information become available, a follow-up report will be submitted.